Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete electrode was returned. Visual inspection noted deformed conductor coils along with tissue on the insulation and on the shock coil in a few places. Blood and body fluid in the lumen were also observed. Detailed analysis found two large bubbles and a few small bubbles in the polycin vorite in the notch area. A crack was noted at one of the large bubbles and was not to the surface.

Event description:
It was reported that this electrode was returned from an unknown source with no field allegation. Under analysis testing a performance issue was found.